Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the hemopro device self-activated and turned "cherry red". This was observed on the monitor after a burning smell was detected. The hemopro device was removed from the pt's leg. An attempt was made to disengage the device; however, it remained activated. A replacement device was used to complete the procedure. The hospital did not report any pt effects.

Manufacturer narrative:
The hemopro device was returned to the factory for evaluation. It showed signs of clinical usage and evidence of blood. The jaw boots displayed evidence of heat related damage consistent with activation of the device with the jaws in direct contact. A pre-cautery test was performed on the device with a reference power supply and extension cable; the device did not pass the pre-cautery test as it remained activated. The device handle was opened to verify connections; under magnification, contamination that is consistent with soldering flux was observed on the switch body, lever, and actuator of the micro switch. The contamination caused the micro switch to remain in the "on" position. Based upon the evaluation results, the complaint was confirmed. This failure mode remains under investigation. The following two immediate remedial actions are taken as an interim step, while the root cause of the issue is being investigated. The work instructions associated with the soldering and handle assembly processes were updated to add enhanced visual inspection. Additionally, all hemopro devices which were in process were inspected per the enhanced visual inspection. A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. (B)(4).